Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device has not been returned. Therefore, product evaluation was not able to be performed. The root cause for the pvl remains indeterminable; however based on the information provided, patient related factors and procedural factors likely contributed to the event and there was no alleged device malfunction. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic aortic valve, implanted 14 days, was explanted due to perivalvular leaks. The explanted device was replaced with a 23mm bioprosthetic aortic valve. Per obtained medical records, the patient had done well for the first 2 weeks and then presented to the emergency department complaining of shortness of breath. A transesophageal echo was performed and revealed 2 areas where paravalvular leak was encountered. Blood cultures were negative, thus endocarditis was not suspected. Intraoperatively the valve was inspected and the aortic annulus in the area of the right coronary artery torn free of the wall of the aorta. This also happened at the non-coronary sinus as well. The new 23mm valve was implanted and the patient tolerated the entire procedure without any complication. The patient was transferred back to the cardiac surgical intensive care unit in stable condition. Ejection fraction at the end of the procedure was normal at 65%. The patient was discharged in good condition on post-operative day five.